Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found insulation abrasions from the inside out at 8.5 and 27 cm from the helix. The df-1 rv cables were exposed in these areas.

Event description:
This report is to advise of an event observed during analysis.